Event description:
The customer's family member reported via phone call that the customer experienced hyperglycemia. Customer's current blood glucose was 547 mg/dl and the blood glucose value prior to the event was 247 mg/dl. The customer did not have any symptom of hyperglycemia. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the high blood glucose event. Customer was treated with insulin pump. Auto mode feature was active at the time of incident. Customer also alleges that the insulin pump stopped working and was under delivering. The pump passed the high performance test. The insulin pump will not return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.